Event description:
It was reported the programmer displayed an error code. No information was received indicating patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found that the programmer powers up with no errors, however, errors were found in the error log. It was also noted that the tab on the power cord bay door was broken and the system fan was noisy.